Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.34 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. The patient was advised to talk with his/her physician regarding this issue. Subsequent, this device was returned to boston scientific for laboratory analysis. There were no adverse patient effects reported.